Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the doctor fired the gun initially and it appeared the staples formed on inspection. When the cdh gun was inserted up to the staple line it appeared the staples had come open/apart and had not formed initially threw, therefore there was a hole. The doctor had to use a contour gun and it worked fine so no adverse effect to patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).